Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received the electrode belt was unable to communicate with the monitor. Upon investigation the trunk cable connector, j702, was pulled from the distribution node pca, causing the service code and inability to communicate. The root cause for the damage was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable).